Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: before use this ventilator the nurse of "center of ventilator department" find the vti and vte have values that are not similar. No patient involvement.